Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the device used in this incident, it was determined that there were some inbound messages available for processing on the es server. A technical support specialist (tss) restarted the inbound processing service, which resolved the issue. The logs were reviewed for a root cause, and no related error messages from knowledge article - medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue were found. The service was not consuming a high number of resources at the time, and nothing unusual appeared in the event viewer leading up to the issue. It was considered possible that a third-party antivirus may have affected the service. Since the service had stopped processing while still showing as started and without generating errors, it was likely that a process within the service had stalled or crashed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server new orders and patient information did not cross over to stations tmflerdpx3 and tmfllldupx1. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.